Event description:
It was reported that during a gastric band procedure, the band was defective. Where the balloon attaches to the tubing, the tubing was glued shut. Another band was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.